Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with its trigger partially engaged and with 41 staples remaining in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly; therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. A non-conformance has been initiated by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: the doctor failed to fire the staple while using it on a patient. No reported injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot #73a2200582 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related event.

Event description:
Reported event: the doctor failed to fire the staple while using it on a patient. No reported injury.